Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from the mx40 as seen from a ¿speaker malfunction¿ error message. There was no report of a patient injury or harm. It will be considered that the issue was found during patient use.